Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported false air in line alarms were reproduced and confirmed through evaluation. This condition was caused by low sensor readings which are known to cause false air in line alarms. Evaluation determined the cause to be a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump had false air in line alarms. It was also reported there was no pt involvement.